Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 24-nov-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("pain on the right side for several years, test results negative, from time to time still pain in lower abdomen on the righ") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), arthralgia ("from time to time still muscle and joint pain") and nasal obstruction ("from time to time still a blocked nose"). Essure treatment was not changed. No causality assessment was received for essure with regard to abdominal pain lower, arthralgia or nasal obstruction. The reporter commented: pain on the right side for several years, test results negative. From time to time there is still pain in the lower abdomen on the right, muscle and joint pain and a blocked nose. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Investigation] (date unknown): examination for pain in the lower abdomen on the right: test result negative. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-nov-2023. The most recent information was received on 13-dec-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("pain on the right side for several years, test results negative, from time to time still pain in lower abdomen on the right") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), arthralgia ("from time to time still muscle and joint pain") and nasal obstruction ("from time to time still a blocked nose"). Essure treatment was not changed. No causality assessment was received for essure with regard to abdominal pain lower, arthralgia or nasal obstruction. The reporter commented: pain on the right side for several years, test results negative. From time to time there is still pain in the lower abdomen on the right, muscle and joint pain and a blocked nose. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Investigation] (date unknown): examination for pain in the lower abdomen on the right: test result negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.